Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test or verify led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, led anomaly, and no communication between the insulin pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. The customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed. The transmitter led light did not blink when connected to the sensor or to the tester. The customer reports the transmitter did not blink when connected to the sensor. The transmitter did not blink as expected when connected to the tester and/or removed from the charger. No harm requiring medical intervention was reported. Mmt-7841zn was requested and device was returned.